Manufacturer narrative:
(B)(4). The device is currently unavailable.

Manufacturer narrative:
This report filed november 3, 2014.

Event description:
Per the clinic, the device was explanted (B)(6) 2014 due to medical reasons unrelated to the cochlear implant.